Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the exhalation printed circuit board (pcb). Covidien was not authorized to evaluate the device. Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing.